Manufacturer narrative:
Date of birth of the patient is (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device shows that the device is fractured through the weld that holds the handle and strike plate together. Therefore the complaint is confirmed. Material of the strike plate and the handle found to be conforming to the device print specifications. The reported device has evidence of being impacted along the instrument¿s proximal body and underside of the strike plate, possibly in an effort to dislodge the broach from the femur. These impact marks are consistent with marks typically created by extraction of the broach from the femur and do not suggest misuse. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during a hip procedure the instrument the surgeon was using became defective. The round impact broke off. Attempts to obtain additional information have been made; however, no more is available at this time.